Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012 during which the surgeon noted dense involvement of the small bowel serosa with the previous meshes. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous two mesh implanted on (B)(6) 2010 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/04/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/04/2024 additional b5 narrative: it was reported that the patient underwent revision on (B)(6) 2016 and two mesh was implanted and removal on (B)(6) 2016 due to mesh infection, severe inflammation and adhesion. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr(B)(4) submitted for adverse event which occurred on (B)(6) 2016. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.